Event description:
The physician reported that during an implant attempt relative to the subject pacemaker there was difficulty to tighten a set-screw. As a result there was no pacing once the lead was inserted and tightened.

Event description:
The physician reported that during an implant attempt relative to the subject pacemaker there was difficulty to tighten a set-screw. As a result there was no pacing once the lead was inserted and tightened.